Event description:
During product analysis for a vns generator replaced due to end of service, it was identified that the r35 resistor was over the limit for supply pulsing current. The r35 resistor could have been more optimally selected at the time of generator manufacture. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to specifications. The out-of-limit supply current pulsing could potentially be a contributing factor to the end of service condition of the battery but according to the battery longevity calculation (-0.95 years), an end of service condition was expected.